Event description:
Report received from (B)(6) stating "the vitrectomy cutter does not cut. No patient impact at all."

Manufacturer narrative:
The product has been requested for evaluation however it has not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.